Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection was performed with no defects found. Functional testing was performed and confirmed the leak. The cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation; however, the evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro volume extension set was leaking from the filter. It was not specified when in therapy this occurred. The reporter stated that the device was leaking from the hole in the back of the "little round filter." It is unknown if there was patient involvement, patient injury or medical intervention associated with this event. Additional information was requested and is not available.